Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular (rv) lead exhibited high pacing thresholds and was abandoned surgically. Additional information was obtained indicating that high pacing threshold was due to pacing conductor failure. Moreover, it was the pace/sense terminal pin of the rv lead that was capped. No additional adverse patient effects were reported.